Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display and power loss alarm. The customer¿s current blood glucose level was 91 mg/dl. The customer stated that the low battery alarm and change battery and the pump would not turn back on the blank display. Troubleshoot was performed and was advised to insert a new battery. Checked to make sure customer is inserting battery correctly. Customer states the display did not return. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.